Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was kinked at 2mm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found that the distal end of the stent was pulled out over the distal markerband. No other damage was noted to the stent. The outer diameter (od) of the proximal to mid undamaged sections of the stent were measured and was within specification. A visual and tactile examination of the outer and midshaft section found no issues with their shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. The 32 x 2.50mm taxus¿ liberté was advanced to treat the lesion, however, device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.